Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in an (B)(6) male patient. On (B)(6) 2009, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was hospitalized for peritonitis, manifested by cloudy effluent and abdomen pain. On this same day, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. The culture result was not reported. On an unreported date in (B)(6) 2010, the patient was started on an unspecified antibiotic. The root cause of the peritonitis was a change in the patient's caregiver. At the time of reporting, the event of peritonitis was improving but ongoing. Dianeal therapy continued. The patient was not taking any concomitant medications. The nurse did not know if the event of peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.